Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was unable to detect the r waves, even though the r waves were visible. The patient's right ventricular (rv) lead exhibited low impedance measurements since the patient's last device upgrade procedure and now the impedance measurements were rising. The rv lead also exhibited low r waves. The rv lead and device remain in use. No patient complications have been reported as a result of this event.